Manufacturer narrative:
Review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 13-jul-2007 with no relevant reported discrepancies. Based on the device identification the complaint databases were reviewed for similar reported events regarding wear. Lot ID - there have been no other similar events for the reported lot. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
A revision knee procedure was required following a triathlon cr primary knee implanted in (B)(6) 2008. When the revision took place the x3 poly insert was seen to have delaminated on the medial side and showed signs of wear on posterior lateral side as well.

Event description:
A revision knee procedure was required following a triathlon cr primary knee implanted in (B)(6) 2008. When the revision took place the x3 poly insert was seen to have delaminated on the medial side and showed signs of wear on posterior lateral side as well.

Manufacturer narrative:
Reported event: an event regarding revision due to wear involving a triathlon insert was reported. The event was confirmed through visual inspection of the photograph provided. Method & results: device evaluation and results: the reported device was not returned however photographs were provided for review. The photographs show a recently explanted triathlon insert component with gross damage/wear evident on the bearing surface. There appeared to have been delamination evident on the medial side and wear on posterior lateral edge. Medical records received and evaluation: no medical records were provided for review. Device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: an event regarding revision due to wear involving a triathlon insert was reported. The event was confirmed through visual inspection of the photograph provided.the photographs show a recently explanted triathlon insert component with gross damage/wear evident on the bearing surface. There appeared to have been delamination evident on the medial side and wear on posterior lateral edge. It is noted that the device was in-situ for more than 10 years. The exact cause of the event could not be determined because insufficient information was provided. Additional information including need revision operative report and examination of explanted components are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.